Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and restenosis, as listed in the absorb bioresorbable scaffold system instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: on (B)(6) 2017, the patient complained of dyspnea on exertion and chest heaviness. Restenosis was noted in both the 3.5x28mm and a 3.5x12mm absorb bioresorbable vascular scaffolds and another stent was implanted as treatment. On (B)(6) 2017, the patient was discharged home.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5 x 12 absorb bioresorbable vascular scaffold (bvs) referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015, a 3.5 x 28 mm and a 3.5 x 12 mm absorb bioresorbable vascular scaffolds (bvs) were successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2017, the patient was hospitalized for unstable angina and a positive stress test. Coronary imaging was performed and diffuse mid rca restenosis was noted. Another percutaneous intervention was performed, placing an unspecified drug eluting stent (des) in the mid rca as treatment. The event resolved on (B)(6) 2017. There was no additional information provided.